Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: d8, h2, h4, h6, h11. Corrected fields: b5, d4 - unique device identifier (UDI) #1. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during the sedation (device inside patient) for laparoscopic inguinal hernia diagnostic procedure that was completed with the same set of equipment.

Manufacturer narrative:
E1 - facility name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e226 endoscope communication error. The event occurred during the sedation for rapalo hernia diagnostic procedure. There were no reports of patient harm.